Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, and had been experiencing low blood glucose levels for ten days. The caller stated that the customer has been feeling shaky and has been vomiting. The caller stated that the customer has been experiencing low blood glucose levels during the night. Troubleshooting was not possible as the customer was away at college. The mother did state that the basal rates and carbohydrate ratio have been adjusted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.